Event description:
It was reported, that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out-of-range (oor) pacing impedances measuring greater than 2000 ohms, on the non-boston scientific right ventricular (rv) lead. A lead safety switch (lss) was also declared. Which switched the pace/sense configuration from bipolar to unipolar. It was also noted, there was a gradual increase in impedances over the last year. This crt-p and non- boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).